Manufacturer narrative:
The cord prongs were potentially damaged due to moving the bed without unplugging the cord from the wall first.

Event description:
It was reported that the bed had no power. No adverse consequences reported.